Event description:
A malfunction was reported on the pump, and it was noted that a notable event occurred prior to this. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. The customer did not require incapacitating assistance from a third party and managed the situation independently. Technical support provided the customer with instructions to reset the pump, which successfully resolved the issue. The malfunction code did not recur, and the customer was advised to continue to use the pump.